Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet app, with readings initially visible on the dexcom app and intermittently on the ilet before discontinuing; troubleshooting and education were provided, including app restart and guidance to toggle and re-pair the ilet, consistent with an intermittent communication failure associated with the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between connected systems, characterized by intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.